Event description:
It was reported that the patient felt a vibratory alert and presented to the emergency room for a check. The pacing lead impedance was found to be high and out of range. The monitor range was increased during the in-clinic check. Frequent noise reversions were also observed from the hvli measurement checks. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.